Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the lower jaw of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. Large buildup of charred tissue was observed at the heating element. The heater wire was bent and flexed away from the hot jaw with detachment at the tip. Based on the returned condition of the device and the results of the investigation the reported complaint was confirmed. The most probable cause of the damage is improper insertion of the hemopro tool into the cannula. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire separated from the lower jaw of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.